Manufacturer narrative:
Additional 510(k)# that also applies to this complaint: k133317. Results: bends were present throughout the length of the jetd. The device was fractured approximately 114.0 cm from the hub. Conclusions: evaluation of the returned jetd confirmed a fracture. If the device is manipulated against resistance or otherwise mishandled during use, damage such as a kink may occur. Further manipulation of a kinked device may result in a fracture. Based on the reported complaint, the root cause of the fracture could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the m2 segment of the middle cerebral artery (mca) using a penumbra system jetd reperfusion catheter (jetd) from a penumbra system jetd kit. During the procedure, the physician advanced the jetd through a neuron max 6f 088 long sheath (neuron max) and made one pass. Subsequently, the jetd was removed from the patient for flushing. While flushing the jetd on the back table, the physician noticed that it was fractured approximately 10 cm from the distal tip. Therefore, the jetd was removed. The procedure was completed using the same neuron max and a sofia catheter. There was no report of an adverse effect to the patient.